Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string broke upon removal and the tampon remained inside her body. The consumer sought medical assistance for aid in removal. The consumer reported that this issue occurred on two separate occasions, once in (B)(6) 2018, and again on (B)(6) 2018. Each event involved the same product lot number. The consumer stated that she is doing well and no further medical treatment has been necessary.